Event description:
It was reported, the pt had been feeling stimulation is the incorrect body area. The pt is unable to feel stimulation in the desired pain pattern in the lower back and bilateral legs. Pt has had coverage in the past. Reprogramming was unable to provide desired pain coverage. The pt has been referred for an x-ray and a CT myelogram of the scs system. The pt is working with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.